Event description:
It was stated that the customer was hospitalized after being in a motorcycle accident. It was stated that the customer delivered a bolus of 8.5 units and his blood glucose reading dropped to 33 mg/dl. It was stated that the accident could have been due to the low blood glucose. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.